Manufacturer narrative:
The customer had adjusted the reagent probe tubing and cable so that it was not hitting the top cover, thus eliminating splatter. A field service engineer (fse) was dispatched, but did not perform service. The fse stated that reagent splatter was no longer an issue since adjustment was made. Customer was to monitor the instrument and if they experience any further issues, the customer would have their biomed department replace the shear valve. As of (B)(6) 2011, no further calls have been received regarding this issue.

Event description:
A customer contacted beckman coulter inc., (bci) reporting that there was recurring evidence of dried liquid in compartment around reagent probe on synchron cx7 clinical system. No injury was reported on this issue.